Manufacturer narrative:
The external visual inspection revealed silicone damage on the top cover, and the electrode was sliced near the electrode ground ring and along the lead prior to receipt. These are believed to have occurred during revision surgery. The device passed the photographic imaging inspection. System lock was verified. The device passed the electrical and mechanical tests performed. This device was explanted for medical reasons. The device passed the tests performed.

Event description:
The recipient reportedly experienced cholesteatomatous chronic otitis media with facial paralysis in the implanted ear, displacement of the device by tumor growth, and stenosis of the external auditory canal. On (B)(6) 2019, the recipient underwent explant surgery with radical mastoidectomy and meatoplasty. The recipient will not be reimplanted at this time. The recipient is recovering well.

Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The recipient reportedly recovered from the medical and explant surgery. This is the final report.